Event description:
Sales consultant reported that during an open reduction internal fixation (orif) with the fibula procedure, the surgeon was implanting a 4.5 cannulated screw. The screw began to unthread and had to be removed. It was reported that the surgeon removed the screw and pieces of the second incision made, and pieces of the incision removed, in order to complete the procedure. The tip of the screw eventually broke off and was still inside the connatal of the fibula. The surgeon was able to successfully complete the procedure by using another screw of the same length and size, and repositioning the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.